Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: data recording problem. Single-bit memory error observed in cardiac compass diagnostic storage area. Data line missing in cardiac compass data for (B)(6) 2009. This memory corruption error was appropriately handled by the design of the system. Change made to device conclusion.

Event description:
Asku

Event description:
It was reported that an error message of "invalid cardiac compass data" was obtained from the device. A carelink transmission was obtained and sent for engineering review. The device remains implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: data recording problem. Single-bit memory error observed in cardiac compass diagnostic storage area. Data line missing in cardiac compass data for (B)(6) 2009. This memory corruption error was appropriately handled by the design of the system.